Event description:
The customer alleged to have had a defective media. The media left over was only one half of a normal amount after processing. After 91.5 hours of incubation, still half of the media was left over. After 168 hours, the media disappeared. The vial was reported to be intact. The load was not recalled. The affiliate reported that there were no injuries related to the unrecalled items.

Manufacturer narrative:
Defective media.